Manufacturer narrative:
The device was received for evaluation containing 113 ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed coming out at the distal luer. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor ran only for about 24 hours "about half of the time". It was further stated that contents remained in the pump. The device had been filled with fluorouracil. This issue occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.